Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple errors. The customer stated that the insulin pump rejected new battery and also had crack at the bottom of the screen. The customer stated that their was polarized effect on the screen that makes it hard for the patient to view screen in different types of lightning. The insulin pump will not be returned for analysis.